Event description:
Discovered three normal saline flush syringes with black discoloration on cap (suspect mold). This is the second report that I am placing with this concern (reported on 12/13/2024 with a different lot number). Ref reports: mw5163955, mw5163957.